Event description:
It was reported that the customer had changed the battery and cannot get off the screen that shows the main screen and the pump is stuck on that screen. When the customer lets it sit there, the pump sounds a high pitch beep. Customer stated that she got a low battery alert and she went to change the battery. However, when she changed the battery, the pump booted up and the pump was stuck on the main screen. Customer's blood glucose level was 189 mg/dl. Customer stated that the constant did not disappear after inserting a new battery. Customer was advised to monitor the pump and let it rest for 2 hours. Customer called back later and stated that the pump is still acting up. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump passed self-test. The insulin pump was monitored. All buttons function properly. No constant tone or frozen display noted. No audio beep anomaly noted. However, the insulin pump had moisture damage on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)